Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the patient reported their implanted ins died several weeks, if not months ago. Pt stated they were last able to recharge the ins about three months ago. Pt said they have been having issues with the ins over the past year where it seemed like it was not installed correctly. Pt described the system issues as "like there were loose leads and they would have to push on it sometimes to get it to connect". (Pt made another statement at the end of the call that the system "started acting up 3-4 years ago like the connection was no good but there was no way to test it"). Pt mentioned that they thought the ins was 8 yrs old and they were interested in having it replaced with newer technology. Pss asked pt if they had experienced any falls or trauma on or near the ins; pt answered no. Pt commented that their pain medication scenario was changing and their doctor is retiring so they really need the scs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4). Product type lead information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.